Event description:
Had hernia repair and everything went well. In (B)(6), I started to have problems. Thought it was fluid build up. Could not see my doctor until (B)(6) because he was out of the country. I lost (B)(6) without trying. When I saw the doctor he said my mesh had failed and I now have a humongous hernia. My abdomen is the size of a beach ball. My doctor referred me to another surgeon that I cannot see until (B)(6). I have a little pain but a lot of pressure.